Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 13, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection, of the lens, under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half (one half missing), which is consistent with a lens that was handled during removal. Visual inspection, of the handpiece, under magnification revealed trace amounts of viscoelastic residue inside of the cartridge. Inspection of the outer assembly revealed plunger rod damage. The handpiece was disassembled and the assembly was inspected, no assembly issues were identified. During disassembly a detached haptic was identified. The complaint issue could be confirmed; however, this may be attributed to an inadequate amount of ovd, suggested by the trace amounts of viscoelastic residue inside of the cartridge. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, the investigation was still ongoing and based on complaint history review, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluated by MFR: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the 18.0 diopter preloaded intraocular lens (iol) was fully inserted into the patient's right eye; however, the iol was removed during the same procedure as it was noted that a haptic was missing. Another lens of different model and 17.5 diopter was used as the replacement iol. No other issues were reported. Patient was reportedly doing fine post-operation. No further information provided.

Manufacturer narrative:
Additional information: was able to obtain additional information of weight to be 195 pounds. Field section below updated. A4: patient weight: 195 pounds. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.